Event description:
It was reported that after performing a vaginal prolapse repair, the pt returned and upon examination, the doctor determined the prolapse had recurred. The doctor has not determined the next course of treatment but did state the event may have resulted from suture pull-though.